Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27 october 2021. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the damaged/defective scope socket ribbon cable and pcb clip could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, damaged scope socket ribbon cable and pcb clip were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, damaged scope socket ribbon cable and pcb clip were noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.